Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation determined the reported difficult or delayed positioning and difficult to remove/retract the device appear to be related to patient morphology/pathology. The reported unexpected medical intervention was a result of case-specific circumstance as the clip was deployed in a medial location. There is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 4. An xtw clip was inserted and successfully deployed on the mitral valve. To further reduce mr, an ntw clip was inserted. The clip was advanced into the left ventricle (lv), but it was noted due to patient anatomy, insufficient height, and the significant steering on the clip to move medially, the clip was unable to be retracted out of the lv. The physician stated the clip was not caught on the first clip or any part of the anatomy. Due to the inability to retract, the clip was deployed on both leaflets in a medial location. Mr was reduced to a grade of 1-2 and the clip remained stable. There was no clinically significant delay in the procedure.